Event description:
It was reported that the patients ipg could no longer hold enough charge and was difficult to turn on and to communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.